Event description:
It was reported patient underwent a brostrum ankle stabilization procedure on (B)(6) 2013. During the procedure, the anchor jammed upon insertion and the inserter bent on contact with the drilled hole. As a result, the surgeon had to drill three more holes and use three additional juggerknots to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."